Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2017 with blood glucose of over 500 mg/dl at the time of the incident. The customer was at 108 mg/dl at the time of the call, and 61 mg/dl after they were at the gym. The customer used the pump to treat for the high, and food to treat for the low. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer states that the sensor signal went low and their levels went high. The insulin pump will not be returned for analysis.